Event description:
Drive medical has received a complaint from one of our dealers about an incident involving a folding walker, allegedly distributed by drive medical. It is reported that the pt was getting out of bath tub and used the walker to pull herself up. The pt fell and as a consequence four (4) teeth were knocked out. Exact root cause for the pt's fall is unk. Drive medical is still in the process of requesting add'l info and investigating the adverse event. This MDR report is based on the customer complaint.